Event description:
It was reported that a user consumed a larger-than-usual meal and did not announce the meal as larger than usual, after which their blood glucose rose to 318 mg/dl while using an ilet system; education and troubleshooting were provided to allow the algorithm to correct the high glucose. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved to 99 mg/dl without medical intervention, hospitalization, or alarms. Investigation included review of user-reported use, meal announcement behavior, and glucose trend response. Investigation of this case revealed that the device functioned as designed and that the event was associated with an incorrect meal size announcement leading to a postprandial hyperglycemic excursion that self-resolved as the algorithm adjusted. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement behavior.